Event description:
It was reported that this spinal cord stimulation (scs) device was replaced due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that this spinal cord stimulation (scs) device was replaced due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported. Additional information was received stating that the scs device was replaced as the stimulation was no longer adequate. Also, due to charging difficulties of the implantable pulse generator (ipg). The ipg was retained by the facility and will not be returned for analysis. Postoperatively, the patient was doing well and reported all pain areas properly covered.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event.